Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-02716. It was reported the pt experienced postsurgical pain after her implant procedure and went to the emergency room. The pt was subsequently hospitalized for 3 days. It was reported she received a urinary catheter in the hospital and developed a urinary tract infection from the catheter. She stated she was treated with antibiotics for the infection. Follow-up identified her postsurgical pain and resolved and the pt reported effective stimulation coverage.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.